Event description:
Health care provider reported that a pt was injected with restylane in 2005. Pt had an initial 2-3 days of normal erythema that resolved on its own. Additional information provided by the pt indicates that in fact pt had no swelling or erythema and no sides effects at all through the first week. During this period of time pt reported that the needle sticks healed normally and pt provided care of injection sites with neosporin 3 x 4 daily, cetaphil for cleaning and frequent application or peroxide with clean gauzes. Eight days later the pt reports that onset of a slight bump, and within hours development of swelling on both sides of injections, which worsened by the two days later. Pt contacted a physician. Who prescribed amoxicillin. The next day 2005 pt called the office of the physician that injected the restylane and was seen by him the same day. Pt presented an abscess with swelling and erythema to right naslabial fold extened up to the check approx 3-4 cm. On their left side pt had a 1 cm area of erythema that looked like a pimple. Both areas were drained of a murky fluid, and cultures were taken. The initial report showed no organisms, but it positive for wbc's. The pt reported swelling on both sides two days later but pt went to work. On the evening of same day pt was seen again and the areas were drained. Given the severity of the swelling the physician referred their to the ER where pt was also seen by an ID specialist. Pt was admitted overnight and received unspecified IV antibiotics and was started on medrol dosepak for a week. Pt was discharged inthe next morning and started on biaxin. The pt reported a "yeast infection" which resolved on an unk date. By the next day the pt reports that the swelling improved and continued to improve for the next day when the swelling became evident again. The next day one of the lesions opened and clear restylane drained out. Pt had a follow-up visit at the physician's office the nex day and reports showing improvement. Four days later pt went back to the physician's office with renewed swelling and received intralesional steroids again on a higher dose. The pt continues on biazin and shows slight redness and a protuberance around the edge of the mouth and the nasolabial fold. The reporter feels this is a delayed inflammatory response. In this case, the use of topical broad-spectrum antibiotic such as neosporin, most likely played a role by harboring the growing of acid-fast bacillus, and the use of peroxide probably faciliated the opening of the closed injection sites facilitating additional entry of these bacteria.